Manufacturer narrative:
Analysis was performed by a remote service engineer (rse) which included remotely logging into the primary server to verify function and check device status. The results of the analysis were confirmed that all routers and switches were in connected mode and confirmed that three central stations showed an unknown status. Two of the three central stations responded to pings, but one did not. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was related to a need to restart the application after replacing the ups. The issue was resolved by restarting the monitoring application. After restarting the application, the customer confirmed the issue was resolved and normal operation was restored. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on a patient information center ix indicating that after replacing the uninterrupted power supply (ups) on the router and switches, multiple bedside monitors disconnected from central station on 6th and 2nd floor. The device was in use on a patient at time of event, there was no adverse event reported.